Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had problems with pump were you screw in reservoir and not holding reservoir in and the reservoir is unable to lock in place when inserted into pump and insulin pump was not working. The blood glucose was 250 mg/dl at the time of the incident, customer treated it with bolus and declined troubleshooting for it. Customer stated that, on the reservoir compartment, o-ring came off and then today a big chunk came off so she put in reservoir and it is loose and she had to put tape on it. Troubleshooting determined that, the device should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was received with reservoir tube lip completely broken off and test reservoir unable to lock into place, and missing reservoir tube o ring. Device passed the displacement test, prime and excessive no delivery test. Unable to perform the rewind, basic occlusion and occlusion test due to reservoir tube lip anomaly.